Manufacturer narrative:
(B)(4). The event occurred approximately since march 30, 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer observed air in the line of a clearlink extension set, causing a non-baxter pump to alarm. The extension set was also being used with a non-baxter primary set. This occurred during infusion of an unspecified drug in the labor and delivery unit. There was no patient injury or medical intervention associated with this event. No additional information is available.